Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient was placed on schedule and the pump refilled. The patient's weight was not obtained; the last weight on (B)(6) 2017 was (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(4). It was reported that the patient was not aware that his pump had only been half-filled with 20 ml. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 754 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that the empty pump alarm was occurring. The pump showed that it went empty on (B)(6) 2017. The patient had missed a pump refill and had withdrawal type symptoms which came on suddenly (the date was unknown). The patient had had a pump replacement recently and they only filled the pump with 20 ml so it was thought that it was missed when the patient would need a refill. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Corrected information: this sentence in the initial MDR [the pump showed that it went empty on (B)(6)2017.] Should have said [the pump logs showed that it went empty on (B)(6)2017.]